Event description:
The spatz3 balloon was prepared, positioned at the tip of the endoscope, and secured with the insertion cap. It was generously lubricated and passed deflated, confirming its full passage into the stomach. The balloon was filled with 0.9% normal saline solution (450 cc) + 2 cc of methylene blue, correctly positioned, and verified to allow an adequate chamber for food passage. The internal safety lock was released, and the plug orifice was externalized, placing it in position and then manually advancing it. Endoscopic visualization confirmed its position in the esophagus, and it was advanced to the stomach. The patient tolerated the procedure without complications.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the use of the spatz3 adjustable balloon system include: balloon deflation and subsequent replacement. Endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.